Event description:
During a surgery procedure a gauze pad (sponge) ignited. The sponge was above the site but ignited when the esu cautery was activated. The esu was removed and tested by both the in-house biomed dept. And sent back to the manufacturer. The unit was found to be in proper working order.